Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving inappropriate anti-tachycardia pacing therapy for a supraventricular tachycardia rhythm incorrectly diagnosed as vt-2. Programming changes were recommended. The patient condition is fine.